Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The backed out screws were reviewed to see if evidence of locking was visible. It was seen that only three of the returned ten screws had deformation on the locking threads indicating that the screws did not get fully locked into the plate. Investigation results concluded that the reported event was due to the screws not being fully locked into the plate. The instructions for use states within the bone screws section ¿the power driver may not fully seat screws. Screws should always be locked in place using a manual screw driver.¿ there are no indications of a manufacturing defect. Review of the complaint history determined that no further action is required as no trends were identified. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer , type of report and follow-up number, type of follow-up, device evaluated by manufacturer, additional narratives/ data. Multiple supplemental MDR reports were filed for this event, please see associated reports: 0001032347-2017-00604-2 and 0001032347-2017-00605-2.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report three of three for the same event; reference reports 0001032347-2017-00605 and 0001032347-2017-00606.

Event description:
It is reported the patient had four broken ribs and an elevated diaphragm. The original surgery to plate the ribs was performed (B)(6) 2017. The patient returned in (B)(4) stating he was experiencing pain. It was identified the patient had thoracic seroma around the broken plate. The surgeon explanted the broken plate on (B)(6) 2017; the other three plates are still implanted and rigid. Additionally, upon review of the x-ray that was provided, it appears that four screws backed out of a plate. It is reported the patient's condition is good and there is no additional treatment planned.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation. This is supplemental report three of three for the same event, reference reports 0001032347-2017-00604-1 and 0001032347-2017-00605-1.